Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had been doing well with their symptoms since their implant in (B)(6). A couple weeks prior to the day of the report their nausea and vomiting started to flare up and they ended up being admitted into the hospital. It was unknown if any environmental/external/patient factors that may have led or contributed to the issue. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that troubleshooting was completed related to the patient¿s return of symptoms. It was reported that no actions/interventions were taken to resolve the return of symptoms; it was noted to be unrelated to their device. The cause of the return of symptoms and hospitalization was related to a drug withdrawal. There were no further complications reported/anticipated.